Event description:
It was reported that the customer's insulin pump was frozen. He was hospitalized on (B)(6) 2015 due to no delivery alarms. His blood glucose level was 550 mg/dl. The insulin pump was stuck in the rewind complete/bolus delivery loop. The customer had ketones, hyperglycemia, and was in a borderline diabetic ketoacidosis. He was wearing his insulin pump at the time of the 911 call. The product was returned. Nothing further to report.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to complete functional test due to prime anomaly. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.